Manufacturer narrative:
(B)(4).

Event description:
The patient reported recharging too frequently. The patient recently had the need to increase parameters, however they had not been reprogrammed or switched to a new group. The patient had only increased or decreased stimulation. She had tried decreasing stimulation for about a day to see if that would help, but it did not. The implantable neurostimulator (ins) was being charged to full, 100%. The patient reported having a third back surgery in 2013 and fell a couple of times. There were no symptoms reported. In (B)(6) 2015, the patient noticed that the ins lasted two days and then needed to be charged again. Indication for use included failed back surgery syndrome. Follow-up was performed to determine what led to this event, and what steps were taken to resolve the reported event. This event will be updated if additional information is received.